Event description:
Sales representative reported on behalf of healthcare professional capsular contracture, baker grade iii. This record is for the right side. Device has been explanted. The device was discarded.

Manufacturer narrative:
Clarification to d6b explant date: it was confirmed that the devices were explanted, but the date has not been provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Sales representative reported on behalf of healthcare professional capsular contracture, baker grade iii. This record is for the right side. Device has been explanted. The device was discarded.